Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, inappropriate antitachycardia pacing therapy for a non-vt episode was observed. Patient's condition was good and no further action was taken.